Event description:
It was reported that the insulin pump alarmed for a motor error. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump was unable to perform displacement due to motor error alarm. Insulin pump had a cracked reservoir tube lip.